Event description:
Boston scientific received information that at the implant of this cardiac resynchronization therapy defibrillator (crt-d), high impedance was noted on the chronic left ventricular (lv) lead after it was conneced to the device. The lead was removed from the header and the physician observed the set screw was loose. The lead was reinserted and connected to the device again with set screws tightened and the measurements were normal. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.